Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose in the 40 mg/dl range and a blood glucose of 108 mg/dl. Troubleshooting was declined for the discrepancy in readings. The sensor will not be returned for analysis.